Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual analysis was performed on the returned device. The reported balloon rupture was confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were due case circumstances. The difficulty removing was the result of the ruptured balloon material catching on the introducer sheath during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral lesion. A 6.0 x 60 mm armada 35 balloon dilatation catheter was prepped per the instructions for use. The bdc was advanced and inflated at 10 atmospheres and ruptured circumferentially. The bdc was attempted to be removed via the 6 fr sheath, but would not go through. The sheath was removed first and the bdc was then able to be removed. A new unspecified sheath and balloon were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.